Event description:
It was reported that the lower segment of a continu-flo solution set disconnected from the lowest port of the primary line. This was noted approximately 32 minutes into infusion of normal saline 0.9% hydration 1000ml bag at a rate of 700 ml/hr using a baxter infusion pump. This led to backflow of blood from the peripherally inserted central catheter (PICC) line, leading to approximately 4ml of blood loss. The patient¿s PICC line was clamped, and the set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.